Event description:
Pt was under dosed for pain medication due to mis-connection of the bolus cord to the power supply and the power supply connected to the bolus receptacle. The product dose not have distinctive receptacles on the pump/mini cradle combination to prevent the user from plugging into the wrong receptacle on the pump. Additionally, connections on pump/mini cradle combination are not labeled. Mis-connection resulted in pt discomfort due to delay in therapy. Incident was reported 3 times at this facility. The operator controlled bolus cord has a warning tag that indicates: connect directly to the pump do not connect to the mini cradle. The power supply cords do not have a similar tag indicated the receptacle it connects. Summary, the pump/mini cradle combination has 3 identical unlabeled receptacles which control bolus delivery to the pt and power the pump. These receptacles face downward from the user during operation. The bolus delivery cord and the power supply each can plug into any of the three receptacles on the pump/mini cradle combination. There are 6 possible bolus cord/power supply connect combinations: 2 proper connection combinations and 4 improper connect combinations. Pump does not provide warning of mis-connection and is able to operate.